Event description:
During an l.a.v.h. Procedure, the physician reports that upon firing, the staples did not form correctly at distal end. Not noted how the case was completed. There was no pt consequence.